Manufacturer narrative:
The reported event was inconclusive because no sample was returned . A potential root cause for this failure could be could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse used a syringe to withdraw the liquid from the water inlet of the urinary foley catheter but failed to extract the liquid several times and hence the catheter could not be removed. Last time, the patient was discharged with an indwelling catheter from the hospital due to difficulty in urinating and once the patient returned to the hospital, the original catheter was removed first. In order to know the amount of urine remaining in the patient¿s bladder, the doctor ordered the patient to be inserted with a 16 fr balloon catheter. After successful intubation, 10ml of saline was injected into the balloon. The catheter drained the light-yellow residue smoothly and about 50ml of urine was collected. The nurse reported to the doctor, then the doctor directed to perform the catheter removal operation. As the catheter could not be removed, the doctor came to inspect the patient and suspected that the y-shaped structure of the water injection port of the urinary tube was blocked. The doctor then cut the y-shaped port of the urinary tube with scissors and then inserted a 10ml syringe through the needle into the small tube of the water bag for suction. The liquid in the syringe was seen to slowly flow out drop by drop. It took about 10 minutes before there was almost no liquid flowing out. At this time, the urine tube was pulled out, and the water at the tip of the urine tube. The capsule is intact and undamaged.